Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely due to the estimated longevity has changed frequently over the past year. A request was made to have data from this device analyzed and has not been received back at this time. Received additional information data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.